Manufacturer narrative:
Date of this report.

Event description:
Olympus was informed that at the end of an unspecified laparoscopic assisted vaginal hysterectomy (lavh) procedure, the operating surgeon noticed that one of the jaws had broken off from the needle holder inside the patient. However, no fragments/parts remained inside the patient as they were reportedly retrieved by unknown approach. No other information was provided but the intended procedure was prolonged by approx. 60 minutes and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation as it was reportedly discarded. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the needle holder without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and if additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.